Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (cts), however, customer declined further troubleshooting. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.